Event description:
It was reported the patient experienced ineffective stimulation. As a result, surgery was undertaken on (B)(6) 2022 wherein an additional lead was added to the system to resolve the issue. It is unknown which lead contributed to the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8145636 date of event is estimated.

Manufacturer narrative:
(B)(6) 2022 dwachel: supplement report needed for pi main closure.